Event description:
The facility's biomedical engineering dept. Reported an infusion pump that failed during pt use. The pump was infusing epinephrine, dopamine, and milrinone to a pt when all three channels read "failure". The facility's risk manager stated that the nurse obtained a new pump and restarted the infusions immediately. According to the risk manager, no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, type of the failure, rates of medications involved, or set up of the infusion device.